Manufacturer narrative:
The investigation into the vascular damage- great vessel issue has been completed since the original report was filed. The device was not returned for investigation. The cause of the vascular damage issue was most likely use related since sheath kink was noted and resistance encountered during insertion of device, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During procedure, the right femoral artery (rfa) access was obtained and the impella was inserted. A hematoma was noted at the rfa access site with angio revealing perforation. Contralateral access obtained and impella removed. Balloon tamponade followed by covered stent placement performed in superficial femoral artery (sfa) below profundal bifurcation with hemostasis achieved. It was noted that the perforation site was below the arterial access site.